Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "baker capsular contour iii on the left", "small amount of anechoic fluid" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "baker capsular contour iii on the left", "small amount of anechoic fluid".

Event description:
Healthcare professional reported left side "undulations in the prostheses," "baker capsular contour iii on the left", "small amount of anechoic fluid " and "presence of folds bilaterally." Healthcare professional also reported "nodule in the left breast" which was determined not to be device-related. Device remains implanted. Healthcare professional reported treatment with "singulair® 10mg."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
Device has been explanted.